Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump operation light was only half lit while the patient was in the hospital. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one of the pump indicator led on the system controller (serial number: (B)(6) not functioning as intended was confirmed. The system controller was returned for analysis in unremarkable physical condition. During testing, it was noted that the led would intermittently turn on. The issue was traced to a damaged connector on the user interface (ui) membrane printed circuit board (pcb). The downloaded log files did not show any interruption of controller¿s ability to support the pump as intended due to the damaged connector. The root cause of the reported event was determined to be due to a damaged connector on the ui membrane pcb. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook rev. D, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3patient handbook rev. D and heartmate 3instructions for use (IFU) rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.